Manufacturer narrative:
Additional manufacturer narrative: report of an aortic valve explant after two years of implant. The reason for explant has not been provided and the device has not been returned for evaluation; therefore, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards aortic bioprosthetic valve, implanted approximately two (2) years, was explanted and replaced with a model 2700tfx 25mm. The reason for explant has not been provided as access to patient records and explanted device has been denied by the healthcare provider.